Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, fatigue, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), fallopian tube perforation ('perforation (fallopian tube(s))'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('excessive and abnormal bleeding') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux on (B)(6)2015, polycystic kidney, hypertension, human papilloma virus infection, weight gain, cough, vomiting, oophorectomy, follicular cyst of ovary, hyperplasia, adenomyosis, genitourinary symptom (positive for menorrhagia assessment: 1.), dysmenorrhea, pelvic pain and perineal pain. Concurrent conditions included neoplasm malignant, depression, renal disease, stress urinary incontinence, abdominoplasty, urinary incontinence surgery, augmentation mammoplasty and tubal ligation. Family history included renal disease (kidney disease father, paternal grandmother), psychiatric disorder nos (psychiatric disorder mother, maternal aunt) and depression (depression mother, maternal aunt). Concomitant products included levonorgestrel (mirena) since (B)(6)2015 for menorrhagia as well as losartan. In (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced urinary tract infection ("), infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain lower ("cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and dysmenorrhoea had resolved and the fallopian tube perforation, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2018: a. Right ovary, oophorectomy: 1, ovarian follicle cyst, 2. Foci of surface epithelial hyperplasia. B. Uterus, cervix, left fallopian tube (attached by essure coil), total hysterectomy and left salpingectomy: 1. Adenomyosis, and tiny intramural leiomyoma in myometrium. 2. Partly pseudo dec idealized endometrium consistent with exogenous progestin effect. 3, mirena coil in upper endometrial cavity, 4. Essure implant in right cornu, partly protruding out through right tubal resection margin. 5. Essure implant in left cornu, partly exposed at left tubal. Ultrasound pelvis - on (B)(6)2015: a single 7 mm intramural fibroid is identified at the uterine fundus; on (B)(6)2016: intrauterine contraceptive device appears in good position sonognaphically. Bilateral essure devices are also present.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: quality-safety evaluation of ptc (product technical complaint) no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("perforation (fallopian tube(s))"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("excessive and abnormal bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic kidney, hypertension, human papilloma virus infection, weight gain, cough, vomiting, oophorectomy, follicular cyst of ovary, hyperplasia and adenomyosis. Concurrent conditions included neoplasm malignant, depression, renal disease, stress urinary incontinence, abdominoplasty, urinary incontinence surgery, augmentation mammoplasty and tubal ligation. Family history included renal disease (kidney disease father, paternal grandmother), psychiatric disorder nos (psychiatric disorder mother, maternal aunt) and depression (depression mother, maternal aunt). Concomitant products included losartan. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("), infection (bladder/urinary tract/vaginal) type: uti"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain lower ("cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (ablation and hysterectomy and bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, urinary tract infection and dysmenorrhoea had resolved and the fallopian tube perforation, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, dysmenorrhea (cramping), perforation (fallopian tube(s)). Outcome of event genital haemorrhage, pelvic pain were updated. Medical history, concomitant drug, lab data, family history, reporter information, aka name were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.